Event description:
A malfunction alarm was reported, but no notable events occurred prior to the malfunction. The impact on the customer's blood glucose level was unknown because the customer declined to answer whether it exceeded 500 mg/dl. Technical support assisted the customer by providing information to reset the pump, and after resetting, the malfunction alarm did not recur.